Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split powerpicc is confirmed, and the cause appears use-related. The device returned was one 4 fr s/l powerpicc solo catheter. Visual observation found that there was a hole near the 6-cm depth mark. Most depth marks from 0 cm to 7 cm were partially missing. The hole was roughly transverse. A needleless injection cap was returned with the catheter. All depth marks from 0 cm to 54 cm were present, and the catheter length did not appear to be altered. Tensile weakness was noted in the catheter tubing. Microscopic observation found the break surface to be highly granular, and that whitening was present around the edges of the hole, especially at the two ends. Tactual evaluation found clear preferential kinking at the hole site when the hole was positioned on the inside of the curve. The preferential kinking and whitening with nearly perpendicular hole with granular break surface is consistent with cyclic kinking resulting in eventual breakage. Functional testing found a leak at the hole during infusion, and an attempt to aspirate water found that air was aspirated along with water. A memo included with the device stated that the PICC line was located in the patient¿s right brachial vessel and was noted to be leaking when flushed prior to treatment. The skin under the dressing was intact and no phlebitis was present. A small split was noted. The mark at skin was reported to be the 12cm mark and the PICC length was found to be 55 cm. This signifies that a significant amount of the catheter was outside of the patient and would need to be dressed with special care to prevent injury to the device. It is apparent that the portion of the catheter outside the body experienced excessive repeated mechanical stress. It should also be noted that certain chemicals, such as acetone and tincture of iodine, as well as excessive contact with alcohol-containing solutions, can degrade the catheter, making it more susceptible to damage. The following statements from instructions for use documents may be of assistance: from the patient guide; ¿some facilities place a securement device at this point. Check with your nurse or doctor to see if this pertains to your PICC. Fold a 2 in. X 2 in. Gauze in half and place it under the catheter hub for padding (if needed), and apply tape strips. Check to see that the catheter is not kinked or pinched. Apply the cover dressing centering it over the insertion site, following the directions in the package as well as instructions from your doctor or nurse. Secure the catheter to the dressing or arm with tape. This will prevent pulling of the catheter at the insertion site and decrease irritation. To help prevent possible catheter occlusion, coiling the catheter is not recommended. Always secure the catheter in such a way that you can easily see the cap end. Your doctor or nurse will help you select the best method to secure the catheter. The type of clothing and normal activity will need to be considered in this procedure. You should periodically look at the capped end to be sure it is intact.¿ from the nursing IFU: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿

Event description:
It was reported that on (B)(6) 2017 a small split in the PICC was observed when flushing the line. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2031 showed no other similar product complaint(s) from this lot number. Device not returned, at this time

Event description:
It was reported that on (B)(6) 2017 a small split in the PICC was observed when flushing the line. There was no reported patient injury.